Manufacturer narrative:
(B)(4). The lot number and sample availability are unknown at this time. Baxter is attempting to obtain additional information. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.

Manufacturer narrative:
(B)(4). Baxter product surveillance was contacted by the patient on (B)(6) 2012. The patient stated that she thought that the cause of the air may have been due to a kink in the cassette tubing. There were no samples or lot numbers available. The patient completed therapy with manual supplies. There was no patient injury or medical intervention reported. This complaint for a report of a system error 2240 was not confirmed. The root cause was undetermined. Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed.

Event description:
A customer contacted baxter technical services(bts) regarding assistance with a system error 2240 alarm during dwell 3 on the homechoice machine(hc). The technical service representative(tsr) assisted the home patient(hp) to cycle power to clear the alarm. System error 2367 alarm occurred. The tsr assisted the hp to end therapy. The tsr assisted the hp to disconnect using aseptic technique and remove the cassette. The tsr advised the hp to notify their peritoneal dialysis nurse of missed therapy. There was patient involvement; however, there was no injury or medical intervention reported.